Event description:
It was reported that, there was a small amount of urine leakage occurred from foley catheter after placement near funnel part and urine leakage continued even after returning to the ward.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjw2603. During testing, the drainage lumen was filled with water, and no leakage was observed. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, there was a small amount of urine leakage occurred from foley catheter after placement near funnel part and urine leakage continued even after returning to the ward. Per notification from investigator on 01jan2026, it was reported that temperature sensor was cut off was found during sample evaluation on 04nov2025.